Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead due to dislodgement. The issue will be resolved by revising the lead. The patient experienced no consequences.

Event description:
Additional information received indicated diagnostic imaging was performed and confirmed right ventricular (rv) lead dislodgement. The issue was resolved by capping and replacing the rv lead.